Manufacturer narrative:
Product ID: 3889-33, lot# va07a6d, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had soreness and drainage from the incision site. It was stated that the patient was found to have drainage and tenderness from the pre-sacral tined lead. The system was explanted and not replaced on (B)(6) 2013. It was later reported that the patient resolved without sequela on (B)(6) 2013. Additional information received reported that the wound was cultured and positive for (B)(6). The device was disposed of and would not be returned to the manufacturer.